Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of a low speed event was confirmed through the analysis of the submitted log file, a specific cause for the observed low speed event could not be conclusively determined. The account reported that the patient had a low speed operation event captured on (B)(6)2020. The patient had no symptoms at the time of the event. The submitted epc log file, dated b)(6) g2020, contained data from timestamps 456 days, 11 hours, and 41 minutes to 479 days, 0 hours, and 10 minutes (approximately 22 days, 13 hours, and 29 minutes in duration). The pump speed was set to 8200 rpm. There was one low speed advisory alarm captured at timestamp 465 days, 22 hours, and 38 minutes. At that time, the pump speed dropped to 7530 rpm. No atypical alarms or additional atypical changes in pump parameters were recorded and the pump speed remained above the low speed limit for the remainder of the log file. It was later reported that the patient cable was replaced on b)(6) 2020 due to suspected power module patient cable damage. The alarms resolved. As of b)(6) 2020, the facility was following the patient for repeat alarms. The patient remains ongoing on vad support. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a low speed advisory found on the patient's log file, which cleared immediately. This could be caused by a potential issue with the driveline. The average pulsatility index (pi) increased during this event, also indicating a possible driveline short-to-shield issue. No further information was provided.